Event description:
On (B) (6) 2009, the patient was implanted with two gore excluder aaa endoprostheses to repair a ruptured abdominal aortic aneurysm measuring 8cm. On (B) (6) 2009, the patient presented to the emergency room with back pain, elevated white blood count and acute renal failure. A computed tomography angiography revealed gas surrounding the aorta. The patient expired the same day. No cultures were taken and no autopsy was performed. The physician reported that the patient's prior follow-up visits were unremarkable and the aneurysm measured less than 5cm since repair.

Manufacturer narrative:
A review of the manufacturing and sterilization paperwork has been conducted. The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications. Additional device implanted.